Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concerns with the product.

Event description:
Patient representative reported patient's complaint of "increased risk of alcl" but that the patient has "not been diagnosed with alcl". Device remains implanted. Patient reported left side deflation and removal of textured implants due to concerns with the product.